Event description:
Customer alleged turned around to sit, sat down and the caster broke off; weld broke. Minor injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male, (B)(6). The caster wheel, with the fork still intact, allegedly broke off when the consumer went to sit down. The incident occurred in the consumers driveway. The consumer is within the weight limitations of the unit. The consumer fell hitting his head. No medical intervention sought. (B)(4) has been initiated for this issue. Product is being returned for an evaluation. A replacement unit was provided to the consumer by the dealer.